Event description:
A customer reported that there was a problem with the footswitch during a cataract extraction procedure. An alternate footswitch was used and the procedure was completed with impact to the pt.

Manufacturer narrative:
The company representative examined the system and could not duplicate the customer reported event. No problem was found. The system was then tested and met all product specifications. No samples were returned for evaluation and no additional info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any additional similar reports for this system. The root cause cannot be determined conclusively. (B)(4).